Manufacturer narrative:
Device evaluated by manufacturer and evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, the reservoir gasket is worn out, liquid crystal display (lcd) was broken, quick connect corroded, enclosure was cracked around the quick connect, pump was loud and faded line cord. Per functional testing, the device was leaking from the bottom of the tank cover and around the quick connect where the enclosure cracked. The complaint was confirmed. The root cause was a worn gasket and cracked enclosure. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was leaking. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.